Manufacturer narrative:
D10: rod x2, closure tops x6. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2026-00190 through 3012447612-2026-00199.

Event description:
It was reported that two days after a linesider construct was instrumented at l3-5, the patient felt a pop in his back and a follow-up MRI found the tulip had detached from the screw shank at left l3. A revision surgery was performed to replace the screw. During the revision, the tulips detached from the shafts of four more screws. The full construct was removed and replaced with competitive product. This is report three of ten for this event.